Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that the cgm was persistently displaying low readings around 52 mg/dl prior to and during the event, with occasional fluctuations noted (52 to 60 to 64 and 52 mg/dl). During this time, the patient experienced dizziness. Emergency responders arrived, and a fingerstick blood glucose (fsbg) reading obtained at that time was reported as elevated (exact value not specified). Upon evaluation at the emergency room (ER), the cgm continued to display 52 mg/dl, while a confirmed fsbg measured 572 mg/dl. The patient was hooked up to a heart monitor and received intravenous (IV) fluids; however, specific medication details, including name, dosage, and frequency, were not provided. The patient remained in the ER for less than 24 hours, with findings indicating hyperglycemia and no additional details reported. Following discharge, the patient reported being in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.